Manufacturer narrative:
(B)(4). Concomitant products: reload: sr75. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, that cutting, and closing could not be done. The surgery went on with another device. The device did not close the tissue and left it open. The staples were not closed. There were no patient consequences.